Event description:
This case was initially received via regulatory authority (reference number: mw5081349) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("developed nickel allergy") and metal poisoning ("nickel toxicity") in a female patient who had essure (batch no. C18718) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), multiple allergies ("multiple allergy worsen"), malaise ("sick"), vomiting ("throwing up"), asthma ("asthma worse"), metal poisoning (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("chronic fatigue") and adverse event ("multiple issues over 25 symptoms"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, multiple allergies, malaise, vomiting, asthma, metal poisoning, arthralgia, fatigue and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, arthralgia, asthma, fatigue, malaise, metal poisoning, multiple allergies and vomiting to be related to essure. The reporter commented: an injury (seriousness/ hospitalization/disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081349) on 04-dec-2018. The most recent information was received on 03-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("developed nickel allergy") and metal poisoning ("nickel toxicity") in a female patient who had essure (batch no. C18718) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), multiple allergies ("multiple allergy worsen"), malaise ("sick"), vomiting ("throwing up"), asthma ("asthma worse"), metal poisoning (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("chronic fatigue") and adverse event ("multiple issues over 25 symptoms"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, multiple allergies, malaise, vomiting, asthma, metal poisoning, arthralgia, fatigue and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, arthralgia, asthma, fatigue, malaise, metal poisoning, multiple allergies and vomiting to be related to essure. The reporter commented: an injury (seriousness/ hospitalization/disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.